Manufacturer narrative:
The lot number for the malfunction was not provided. The device has not been returned for evaluation; however, medical records were provided and reviewed. The investigation is confirmed for the filter tilt, migration and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration of device, malposition (tilt) of device, and difficulty to remove. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6) year-old female, whose weight was not provided.